Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was intermittent sensing. Review of holter monitor data showed undersensing of p waves three times with the heartrate of 75 bpm for two of the events and 97 bpm for the third. The exact cause could not be determined. The doctor plans to examine the patient in the office and check the sensing. The lead remains in use. No patient complications were reported as a result of this event.